Manufacturer narrative:
Per information supplied from the customer, no complaint device will be returned. Quality control (qc) insures that the assembly will withstand specified pressure and performs tensile test on shafts, extension tubes and hubs. Material must withstand specified pressure for each bond and distal shaft. The instructions for use (IFU) states precautions regarding to impeded lumen flow and power injection. We are inconclusive on how the device could have contributed to the failure mode. Qc personnel complete an incoming pressure test and confirm correct extension tube with winged flla and that they are securely attached. The supplier has been contacted due to prior similar complaints. They could not recreate the failure mode. We are inconclusive as to why the failure mode happened. A CAPA has been opened and is under investigation. The appropriate personnel have been notified and we will continue to monitor to similar complaints.

Event description:
Per complaint form: the PICC was noted to have hole at the junction of the clear catheter portion to the white hub during infusion. Lumen was clamped proximal to the hole, the site of the hole was cleansed with chloraprep and wrapped with sterile gauze. The PICC was later replaced over a guidewire. PICC replacement under fluoroscopy was performed.